Manufacturer narrative:
Initial.

Event description:
It was reported that the user had been off ilet therapy while traveling and, upon reconnecting after two months, encountered an expired bg run mode; customer care assisted with cgm re-pairing and a supply change, and dosing resumed with elevated blood glucose while the ilet was set to correct; the issue related to user procedure rather than a device component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect procedure or method; a specific device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.